Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced displayable history crc check failed at startup and possible temporary vent blockage. The customer's blood glucose value was unknown. The customer stated that a temporary basal was not programmed before the displayable history crc check failed at startup alarm. The customer stated that insulin continued to drip after letting go of the act button. The product was returned for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self -test and unexpected restart error test. No bolus anomaly noted during testing. Pump passed all operating currents tested within the specification range and passed off no power test. The device had an alarm in alarm history file. The device alarmed due to corrupted history files. The device was tested with a water fill test reservoir. Several bolus were programmed and delivered. Units left at display properly and match units left at test reservoir. The insulin pump passed the delivery accuracy test. The insulin pump was received with cracked reservoir tube lip and minor scratches on display window noted. Drive support cap was inspected and no anomaly was noted. No moisture damage noted on electronics assembly.